Event description:
The contact stated the customer's blood glucose was tested and the readings were 59, 48, and then 25 mg/dl. The ambulance was called, and the customer was given juice while waiting for the paramedics to arrive. The customer's glucose was tested again after she had the juice, and her readings were 80 and 57 mg/dl. When the paramedics arrived, they tested her glucose at 20 mg/dl. The customer was taken to the hospital. The contact did not provide detailed information about treatment received, although she did mention the customer was given a shot before being sent home. The test strips and meter are to be returned for evaluation, and replacement products will be sent.